Event description:
This is being filed for a clip that opened while establishing final arm angle (efaa). It was reported that on (B)(6) 2022, a patient presented with grade 3 functional mitral regurgitation (mr). During the procedure, the lock failed after clipping the valve with a ntw. During preparation the device worked normally. During deployment steps, establishing final arm angle (efaa) was checked and the ntw opened. Troubleshooting, such as, locking, opening, and unlocking the clip did not work. The device was removed and replaced, reducing the mr to 1. There was no adverse patient effect. There was a delay to therapy, but it was not clinically significant. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the device to analyze, a cause for the reported clip failing to establish final arm angle could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.